Event description:
It was reported that the external pulse generator (epg) shuts off when powered on. "No patient incident reports" was noted. Additional information was later received reporting there was no indication of any patient involvement with the reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the external pulse generator (epg) shuts off when powered on. "No patient incident reports" was noted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical or functional anomalies were observed. The upper case was found to be broke, the side bail cover, ring cover, and battery drawer were contaminated, and the lead flex o-ring and battery contacts were compressed.

Event description:
It was reported that the external pulse generator (epg) shuts off when powered on. "No patient incident reports" was noted. No patient complications were reported as a result of this event. Additional information from a hcp found there is no indication of any patient involvement with the reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.